Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The valid serial number was not provided. The reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader will be required. Dhrs (device history review) for all fs libre sensors within expiration at the time of complaint was reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed to cover complaint cases with case awareness dates and showed no anomalies or non-conformance that could lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensor, no tripped trends were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed

Event description:
A customer reported a low readings issue with the adc freestyle libre. The customer received a sensor scan reading of 134 mg/dl, but was experiencing symptoms of diabetic ketoacidosis including vomiting and loss of consciousness. At the hospital a reading of 570 mg/dl was received on the hcp meter. The customer was diagnosed with hyperglycemia and administered insulin for treatment. The customer further reported that she stayed in the hospital ICU for 3 days. Of note, during troubleshooting, it was reported that the customer had not inserted the sensor in the arm as indicated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low readings issue with the adc freestyle libre. The customer received a sensor scan reading of 134 mg/dl, but was experiencing symptoms of diabetic ketoacidosis including vomiting and loss of consciousness. At the hospital a reading of 570 mg/dl was received on the hcp meter. The customer was diagnosed with hyperglycemia and administered insulin for treatment. The customer further reported that she stayed in the hospital ICU for 3 days. Of note, during troubleshooting, it was reported that the customer had not inserted the sensor in the arm as indicated. There was no report of death or permanent impairment associated with this event.